Event description:
A customer reported that the pump screen was intermittently frozen and unresponsive, although the touchscreen was not cracked or shattered. The issue resulted in a "high" blood glucose level that was not specified. The customer attempted to correct the high level with a bolus administered via the pump and did not require third-party assistance. Technical support provided complete pump reset information, but the customer declined and continued to use the pump for insulin therapy until the replacement arrived.